Manufacturer narrative:
Sensory medical is continuing to investigate this incident to determine its root cause. The company requested a return of the canopy on (B)(6)2025, and is attempting to contact the nurse to obtain additional information. Since learning about this incident, sensory medical has contacted the parent via email and phone call 5 times, and requested the nurse's contact information three times . Sensory medical is sending a replacement canopy and safety sheets and has requested a return of the canopy and safety sheet that were involved with this complaint for further evaluation. 240817m17 is the lot for the canopy. 240820m27 is the lot for the safety sheet. Review of the manufacturing records show the lot passed all inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers warnings are addressed in pack80020 v1.0 cubby bed user manual. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured" page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. The company will supplement this report as as it learns more about this incident.

Event description:
Parent reported that her 6 year-old son, who has cerebral palsy and the mental age of a 6-9 month old, had been using the bed for less than a year. Parent explained that her son uses the bed without the tech hub because it wasn't approved by insurance, though she needs one because her son has seizures. Incident occurred after the parent put her son to bed with the safety sheets locked into place. Per parent, the next morning a nurse arrived and found half the safety sheet zipper separated and her son stuck between the mattress and wall. Parent stated her son's knee was raw from trying to get out and there were impression marks on his face. Parent shared a video in which she pointed to where her son was stuck and where the safety sheet zipper had separated. Parent shared a picture that showed her son's knee which was scraped raw. Two more pictures were provided showing impression marks on the child's face and arm. Parent stated she has not sought medical attention for her son, but his knee is starting to look infected and she may take him in. She said her son is otherwise doing well. Parent stated she hand washes the safety sheets, hangs them to dry, and washes them as infrequently as possible and that she inspects them and has not seen any damage or other concerns. Parent says she has a second sheet but is worried about using it.